Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected where it was noted that there was blood visible on the outer surface of the hemostatic valve. Additionally, a tear was visible in the valve separate from the valve slits. Next, the sheath was put through procedural testing by replicating aspiration. The sheath failed this aspiration test as air was visible in the flushing line each time the syringe was drawn. The next procedural test examined the hemostatic valve, which found the sheath was not able to maintain pressure even when there was nothing across the valve. Finally, they gently pressurized the sheath, while the distal tip was plugged, and the pressure decay value indicated a gross leak of the hemostatic valve. With all the available information boston scientific concludes the allegation of air in the sheath was confirmed. The kind of leak seen in the testing can lead to air being visible in the sheath. It was concluded that manufacturing deficiency was the ultimate cause for the tear seen in the sheath valve.

Event description:
It was reported that during a cryoablation procedure using a polarsheath air was seen during aspiration. The procedure had been completed and the balloon catheter was withdrawn from the sheath. The sheath was then aspirated prior to removing it from the body, and air was seen in the sheath. No interventions were required and the sheath was not exchanged as the procedure had already been completed. There were no patient complications. The sheath has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure using a polarsheath air was seen during aspiration. The procedure had been completed and the balloon catheter was withdrawn from the sheath. The sheath was then aspirated prior to removing it from the body, and air was seen in the sheath. No interventions were required, and the sheath was not exchanged as the procedure had already been completed. There were no patient complications. The sheath has been received by boston scientific's post market laboratory where it is awaiting analysis.